Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data on the continuous glucose monitor graph appeared distorted. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session. Customer¿s blood glucose level was reportedly not affected.